Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that while hospitalized in intensive care unit (ICU) for a gastrointestinal bleed, the patient developed an infection at the insertion site after wearing and removing the pod. The patient was diagnosed with an abscess, site was lanced and drained by a surgeon, and she was given an antibiotic. The site was observed by doctor after a couple of days and the infection had healed but a scar remained. Patient spent one week in the ICU. The pod was discarded at the hospital.